Event description:
It was reported that the lead was explanted and replaced due to loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 46.0-46.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.